Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system has a medical necessity for magnetic resonance imagery (MRI) scan. The implanted closed loop stimulator (cls) was replaced with an evoke cls that has MRI conditional labelling.

Manufacturer narrative:
The evoke closed loop stimulator (cls) was returned for analysis and passed functional testing without noted failure. Per the event description, the device was replaced as the patient required a magnetic resonance imagery (MRI) and original implanted device was not labelled for MRI conditionality. There is no allegation of a possible failure of a device, labelling, or packaging to meet any of its specifications. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system has a medical necessity for magnetic resonance imagery (MRI) scan. The implanted closed loop stimulator (cls) was replaced with an evoke cls that has MRI conditional labelling.